Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The lead was returned for analysis. The lead was returned with the helix retracted and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil which is consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that there was an event where the right atrial lead helix was stuck after multiple repositioning due to unspecified unsatisfactory parameters. The lead was not implanted, and a replacement was implanted instead. The patient was stable.